Manufacturer narrative:
On 26-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was leakage through a hole preventing blood aspiration. The hole was identified in the flush line. The sheath was replaced. No blood return was observed. The case continued without patient consequences.

Manufacturer narrative:
On 27-mar-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was leakage through a hole preventing blood aspiration. The hole was identified in the flush line. The sheath was replaced. No blood return was observed. The case continued without patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the three-way stop cock was broken from the sideport. A microscopic inspection was performed over the breakage area, and adhesive around the area as evidence of proper manufacturing technique was found. A device history record evaluation was performed for the finished device number 60000299 and no internal action was found during the review. The issue reported by the customer was confirmed. The root cause of the stop cock three-way breakage may be related to the handling of the device with excessive force outside the manufacturing facilities; however, this could not be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).